Event description:
The patient received her scs system on (B)(6) 2010 with the ipg implanted in her left buttock. It was reported that the patient is feeling a stinging sensation in the middle of her back on the left side. The reported discomfort is present regardless of the stimulation's function. X-rays of her scs system were taken; however, no visible abnormalities were detected. Follow-up on the patient found that she is currently being treated with pain medication to alleviate this issue. No surgical intervention has been planned at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.